Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section a4: patient weight is unknown section b3 - date of event is estimated.

Event description:
It was reported that patient was addressing discomfort at the ipg site and as a result surgical intervention was undertaken on (B)(6) 2024, where the ipg was replaced, and stimulation therapy was reportedly restored postoperatively.